Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly, the low was due to "overcorrecting", however tandem technical support was unable to clarify if the "overcorrection" was initiated via the pump or via an alternate method of insulin therapy. Customer consumed carbohydrates to address bg.